Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was supposed to go to (B)(6) but they got botulism poisoning. The caller stated that the poisoning or hospital caused their second pump to somehow "stop working" but it didn't alarm so they went through withdrawal. Caller stated they were hospitalized for this issue and the pump ended up needing to be replaced at this time.